Event description:
Caller reporting discrepant low inratio readings. (B)(6) 2014, inratio 1.4; (B)(6) 2014, inratio 1.4; alternate poc 4.2 (same fingerstick); lab 3.8. Time between inratio and lab tests 15 minutes patient's therapeutic range 2-3. No reported adverse patient sequela. Patient self tester stated she has experienced some medication changes with her dosing of warfarin. Her pharmacy gave her an incorrect warfarin prescription. On (B)(6) patient started a 15 mg/day regiment of warfarin when her normal dose is 5 mg/day. Patient noted the prescription error on (B)(6) 2014 and had prescription corrected. No additional information provided.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. Improper techniques were identified in the complaint. These cannot be ruled out as a possible root cause for the unexpected results. Root cause could not be determined from the information provided by the customer. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.